Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Patient device interaction problem (pericardial effusion/cardiac perforation): the cause of this issue was not determined without returned product and sufficient clinical details. Clinical symptoms (hypotension, hemodynamic instability, cardiac failure): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: a 58 year old male patient was admitted into the hospital in cardiogenic shock and acute myocardial infarction. The medical team first placed the patient on an intra-aortic balloon pump (iabp) for support. The iabp was placed due to multivessel coronary artery disease, but was explanted and escalated to the impella cp for a high risk percutaneous coronary intervention. After the cp was placed, the patient became hypotensive and a pericardial effusion was diagnosed. How the impella caused left ventricle perforation was not shared. The team performed pericardiocentesis, called for cardiothoracic surgery to evaluate, but the patient decompensated hours later, was placed on ECMO, however expired despite efforts.